Manufacturer narrative:
As reported, developed subcutaneous haematoseroma post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of hematoseroma as probably related to the study device and procedure. However, based on the information provided, no conclusion can be made. Post surgical hematoma and seroma formation are known inherent risks of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial dvl-he-018: the subject patient underwent open primary colectomy with concomitant procedure of ostomy on (B)(6) 2024, during which a phasix mesh was trimmed, placed in onlay fashion, and secured in place with absorbing monofilament sutures. A 3 cm overlap in all directions was achieved. On (B)(6) 2024, patient was hospitalized due to the development of a subcutaneous haematoseroma thereby wound was opened with forceps and underwent wound irrigation with open wound treatment. Patient was discharged from the hospital on (B)(6) 2024. The reported adverse event (haematoseroma) has been assessed per clinician as probably related to the study device and procedure. It has been assessed as moderate in severity and it is recovering/resolving. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of usade (unanticipated serious adverse device event).